Event description:
Customer reported and issue with the panorama central station server which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service rep replaced the system hard drive and reloaded the system software which resolved the issue.